Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to insufficient solder on capacitors on the main board. The customer declined the recommended repair of the device and the device was returned to the customer labled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.